Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-00735 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-00736 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The clip had to be pulled off from the tissue in order to remove from the patient. The same issue occurred with the second resolution clip device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.